Event description:
The micro drill medium straight attachment was returned for service. Upon evaluation at the manufacturer, it was found to wobble requiring the testing to be aborted. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device was not repairable.